Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported in a clinical study that patient underwent right total hip arthroplasty on an (B)(6) 2008. Subsequently, patient experienced a superficial wound infection on (B)(6) 2008. No further information has been provided.